Event description:
It was reported to philips that the device has a shock malfunction. The field service engineer (fse) evaluated the device and found to fix the shock issue the therapy pca needs replacing upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has a shock malfunction. The field service engineer (fse) evaluated the device and found to fix the shock issue the therapy pca needs replacing upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.